Manufacturer narrative:
The build lhrs were examined including the final inspection records and the in-process measurements. There were no relevant non-conformances associated with these lots. The devices met the m6 product specification including the axial stiffness and flexural resistance specifications. Risk management files were review; rmf 0003 rev 35 line 12.73.4 - resorption or osteolysis, without infection/infected abscess/infected cyst, leading to surgical intervention with explantation. Rmf 0003 rev 35 line 12.75 - device explanted rmf 0003 rev. 36 line 15 - failure to relieve symptoms including unresolved pain radiographic images were reviewed. CT images show replacement at c5/6 and c6/7 where there is significant bone loss on both sides of the c5/6 endplates with cystic erosion. Inferior endplate has translated anteriorly, and the disc has lost height. Minimal bony changes at superior endplate of c6/7 disc replacement. Significant degenerative changes at c4/5 level. Axial CT confirms bony erosion and no evidence of involvement of the spinal cord at c5/6. Microbiology/pathology reports and results were not provided. The devices were not returned and therefore examination of the explants could not be completed, therefore it is not possible to determine the cause of the reported failure for this product experience.

Event description:
Information provided states that patient had an m6c implanted in c5/6 2013 and a second in 2017 at the c6/7 level. Int was noticed at post op screening that osteolysis was discovered at the c5/6 level around the implant. The patient also complained of ongoing neck pain so it was decided that the m6c implants (both levels) would be removed however there were no issues with the m6-c implant at c6/7.